Event description:
Been diagnosed with degenerating cervical disk, anxiety, depression, arthritis, rib pain, foggy brain and severely dry eyes among other symptoms. Finally had the implants removed (B)(6) 2016.